Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support on how to reset the pump, and after the reset, the same malfunction code did not recur. The customer was advised to continue using the pump and to reach out if the issue occurred again, which they understood and acknowledged.